Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head segment came off the brush head holder - oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b cross action toothbrush head segment came off of the oral-b cross action toothbrush head holder. No injury was reported.

Event description:
Brush head segment came off the brush head holder - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that their oral-b cross action toothbrush head segment came off of the oral-b cross action toothbrush head holder. No injury was reported. 27-may-2024 case update from information initially received on 22-may-2024: the suspect product was oral-b power oral care refills crossaction eb50 brush set. No injury was reported. 19-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
19-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.